Event description:
The reported description notes that the bedside monitor failed to alarm for an arrhythmia condition. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm for an arrhythmia condition. Pt harm/injury is possible should the user not be alerted should the pt's condition met the alarm parameter. In this case, the user was expecting the bedside monitor alarm for a "run pvc high." Root cause: no product malfunction, use setup. The customer's biomedical engineer found that the bedside monitor was not setup for the option of a run pvcs high. The biomedical engineer activated this option. Which was reported to have resolved the problem. The IFU adequately describes when arrhythmia alarms available depending on which measurements, are switched on, and the arrhythmia option enabled for the bedside monitor. The available info from this report and from trending for this issue does not support that this failure represents a malfunction or a systemic, design, or labeling problem. No final communication was requested and none is warranted. No further investigation or action is warranted.